Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned with the clamping mechanism damaged and without reload present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, the tissue was not cut and the staples came out but were unformed after the first firing with white reload. Changed another white reload, but still had the same issue. The surgeon used vascular clamp to complete the procedure. According to the surgeon¿s feedback, the sound was not clear when closed the closure trigger. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.